Event description:
It was reported that noise was observed on the atrial lead. The noise was thought to be of electromagnetic interference (emi) origins but it was not clear. The atrial lead was being monitored. The patient was stable.

Event description:
New information received confirmed it was electromagnetic noise. The nurse adviced the patient on the importance of being careful. No programming changes were made as the episodes had only occurred on a single day.